Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 14.9 mmol/l (mobile system) and 5.1 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(6).